Manufacturer narrative:
Eval summary: the production and quality control documentation for lot number y09141, with expiration date 11/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Bilateral knee pain [arthralgia]. Bilateral knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2010 from a healthcare provider (hcp) via a company representative regarding a pt of unk age and gender who experienced bilateral knee swelling, pain and effusion after treatment with synvisc one. It was reported that on an unk date, the pt received injections of synvisc one into both knees. On an unk date, the pt experienced bilateral knee swelling and pain. Treatment included draining of both knees, rest, ice, and nsaids. The lot numbers used to treat the pt were reported as y0914 and z0903. Lot number z0903 was reported by genzyme quality assurance to be an invalid synvisc one lot number. The hcp will be queried to confirm the correct lot numbers used to treat the pt. Additional info was received on (B)(6) 2010 from the hcp. The pt was a (B)(6) female (initials (B)(6)). Medical history was updated to include osteoarthritis, previous treatment with nsaids, steroids, and synvisc. The pt received bilateral injections of synvisc one on (B)(6) 2010. It was noted that fluid was removed prior to treatment and was less than 5 ml in volume. On (B)(6) 2010, the pt experienced bilateral knee swelling, pain, and effusion. Treatment included aspiration of the knees (30 ml of fluid removed bilaterally) and injection of intra-articular corticosteroids. Laboratory analysis of synovial fluid removed from the left knee: no crystals found, many white blood cells seen, no organisms seen, no anaerobes seen, and no growth after three days. Laboratory analysis of synovial fluid removed from the right knee: no crystals found, few white blood cell seen, no organisms seen, no anaerobes isolated, no growth after three days. The hcp assessed the intensity of the events as severe and definitely related to synvisc one. The pt recovered from all events on (B)(6) 2010. Additional info was received in the form of qa results on (B)(4) 2010. The production and quality control documentation for lot number y09141, with expiration date 11/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.